Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the left ventricular lead exhibited high impedance. Capture was unable to be obtained from any vector at maximum output. Lv trend showed abrupt rise in october-november timeframe from stable impedance. Lead examined in pocket no visible abrasions or kinks even below suture sleeve. When psa was hooked to leads, no egms were present and impedance was noted to be high. The lead was capped and replaced on (B)(6) 2020. The patient was stable.